Manufacturer narrative:
The device was received by the resmed manufacturing facility in (B)(4) and an extensive engineering investigation was performed. The investigation determined that the device fault was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
Based on the initial evaluation of the device logs by the resmed technical service in (B)(4), the stellar device alarmed as designed. The device was returned for an extensive engineering investigation. The methods, results and conclusion are not finalized at this stage. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. "Per the user guide, contraindications, the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support device." (B)(4)

Event description:
It was reported to resmed (B)(4) that a stellar device shut down and the low battery alarm allegedly did not trigger. Per the reporter, the patient had used a stellar device with a low battery charge when moving to the bathroom. The bathroom door was closed and the caretaker could not hear the patient and possibly the device low battery alarm. Later, the caretaker found the patient in the bathroom, carried her and performed manual ventilation. It was reported that the patient felt well after a short time. There was no patient injury reported as a result of this incident.